Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round high profile 380cc saline prosthesis, serial number: (B)(4), catalog number: 3503380. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses. Deflation and skin wrinkling of both the left and right breast prostheses was diagnosed post procedure via physical examination. At the time of this report, mentor has received no information regarding explant date. This report is for the left prosthesis.

Manufacturer narrative:
On 7/10/2018, mentor received additional information that the patient developed left breast hematoma that was resolved via evacuation. (B)(4). Updated device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses developed left breast hematoma that was resolved via evacuation. The patient then developed bilateral skin wrinkling and partial deflation; diagnosed through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 440cc gel prostheses on (B)(6) 2018. This report is for the left breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Hematoma is a collection of blood within the space around the implant. Careful hemostasis is important to prevent postoperative hematoma formation. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Wrinkling/folding is a known complication associated with these devices and is referenced in our product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Wrinkling/folding is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses. Deflation and skin wrinkling of both the left and right breast prostheses was diagnosed post procedure via physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 440cc gel prostheses on 4/3/2018. This report is for the left breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Wrinkling/folding is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received the following information on 4/24/2018. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 440cc gel prostheses on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).